Manufacturer narrative:
Detailed product information was not provided to bsc. This was not available because this was related to a product return to boston scientific with no reported device allegation. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort to obtain to try and retrieve product information or additional information could not be performed as the device returned to boston scientific with no information. Device technical analysis: the device was returned to boston scientific with no reported allegation. Upon visual inspection, it was revealed that the insulation was torn off on the proximal end. The functional test revealed shaft outside diameter found to be within specification distal to bunching measuring 0.886 mm with specification range of 0.83 - 0.89 mm. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review for versacross connect rf wire was completed and confirmed that difficult/unable to advance accessory devices over wire could lead to prolonged procedure. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of 'cause linked to device but unable to trace more specifically' based on the analysis performed. The IFU for the versacross rf wire capture relevant information related to tracking dilator over wire, inspecting devices for damage and rf wire outside diameter, while risk is captured through versacross rf wire risk analysis.

Event description:
The device was returned with no reported device allegations or patient complications. Upon product return, analysis confirmed the rf wire insulation torn off on proximal end.